Event description:
It was reported that the pca rate was inaccurate. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Date of event is unknown. Device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was returned for analysis. Visual inspection showed the device was used. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was not duplicated. The probable cause of the reported issue was due to the testing conditions. As a result, preventative maintenance was performed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.